Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the memory fills up on the vs3 monitor and they try to take an nbp measurement the device will freeze/lock-up. No pt harm was reported.